Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, it is likely the following led to the malfunction of the scope communication error(b31), this event was caused by the component failure of the universal cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device presented an error b31 while being used with the video system center. The event was found during preparation, prior to sedation and the procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
E1 - facility name - (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.